Event description:
The plastic around the control wand melted while the product was used in a bed. Consumer is concerned about the potential for fire. The product is designed to turn off every 15 mins. Consumer burned her finger when she tried to turn the device off.